Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states the provider states chair had codes e18 , indicate neutral calibration for the joystick and code e205, indicates a controller fault and neither one of these codes will drive the chair. Provider states the chair drives fine when he acquired the chair and has found no issues. Provider states the end user alleged was in the bathroom and the chair just took off and hit the sink and kept going and burned a hole in the linoleum and busted the sink. Provider states no injury alleged and the end user stated no injury. The caller has no further information to provide. Update: per email received to (B)(6) on (B)(6) 2016, the dealer stated he is also getting error code m2 is on display, left motor fault. Dealer advised when chair kept going the armrest with joystick was flipped back behind end user. Dealer no injury.